Manufacturer narrative:
Evaluation summary: a customer reported that expulsive hemorrhage occurred in a patient eye with a shunt implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported that following a glaucoma filtration device implant procedure, expulsive hemorrhage occurred in a patient eye. Choroidal detachment also occurred. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating the patient was hospitalized due to intense nausea and vomiting. A sclera tapping to exhaust blood from an explosive choroidal hemorrhage was performed and the symptoms of the choroidal detachment improved. Visual acuity is also reported as improving.